Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override function was not working and pyxis admin users was could not change it. A technical support specialist dialed into enterprise server and reviewed override groups listed, but as per bd policy, not allowed to make any changes to the system and user roles lacked necessary permissions. Confirmed issue was limited to devices 6e1 and 6e2 and device allowed changes and devices 6e1 and 6e2 had issues assigning override groups. Customer confirmed override was previously removed and could not be re-added. Applied knowledge article of "unable to reassign override group to a device" and customer verified issue was resolved. The system functioned as intended after technical support specialist resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es override function was not worked. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.